Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that the insulin squirted out during manual prime. Customer was disconnected during prime. The pump was not bumped or dropped. The pump had no water contact. The drive support cap appears to be damaged and was sticking out. Customer did not press the cap while being connected. A replacement pump will be sent. Customer was asked verbally and in written form to return the pump for analysis.